Event description:
Litigation alleges that patient experienced hip pain, causing difficulty ambulating and sleeping. Additionally, it is alleged that implant is releasing metal ions into patients body.

Manufacturer narrative:
The devices associated with this report were not returned. A review of the device history records did not reveal any related manufacturing anomalies. The investigation could not verify or identify any product contribution to the reported event with the information provided. Based on the inability to determine a root cause, the need for corrective action was not indicated. Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.

Manufacturer narrative:
Corrected: alert date, brand name, device product code, catalog #/lot #, implant date, explant date, date rec'd by MFR, PMA/510(k) #, manufacture date. The complaint has been reopened because product information has been received which may change the investigation.

Manufacturer narrative:
The asr platform was voluntarily recalled from the market in august 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken, as there is an ongoing investigation regarding the root cause(s) and/or corrective actions. (B)(4). Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.

Manufacturer narrative:
(B)(4). Previous follow ups were made in error and not related to this complaint. The investigation is ongoing. Depuy will notify the FDA of the results of this investigation once it has been completed.

Event description:
Pfs and medical records received. In addition to what were previously alleged, pfs also alleges metallosis, muscle damage, tendon damage, ambulation and adl difficulties. After review of the medical records for the MDR reportability, operative findings reported of metallosis, marked deficiency gluteus medius and large collection of fluid. Clinical notes reported of pain, elevated metal ions, chronic inflammation,bursitis and necrosis. Laboratory result for metal ions were below 7ppb.

Manufacturer narrative:
(B)(4). Investigation summary : no device associated with this report was received for examination. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
The device associated with this report was not returned. Review of the device history records and/or a complaint database search was not possible as the product and lot code required was not provided. The investigation could not draw any conclusions regarding the reported event with the information available. Based on the inability to identify a root cause, the need for corrective action was not indicated. Depuy considers the investigation closed. Should any additional information be received to change the outcome of the performed investigation, the complaint will be re-opened.

Manufacturer narrative:
(B)(4).

Event description:
Ppf alleges metal wear.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary: no device associated with this report was received for examination. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.